Event description:
Event description guidant received information that the patient had undergone a stress test during which a magnet was applied to the implant site. Afterward the ICD began to emit a constant beep tone. The patient presented to the clinic 5 days later where a magent was taped to the patient's implant site. The continuous tones ceased and normal beep-on-sensed r-waves began. Three days later when the implantable cardioverter defibrillator (ICD) was interrogated it was found to be operating normally but the battery status was depleted to an mol level. It was later reported that the patient had been exposed to a magnet during a prior stress test.